Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy procedure, the device reload was broken and the sheet of the cartridge fell into patient's cavity, and was retrieved by using a grasp. Another device was used to complete the procedure. No patient injury has been noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy procedure, the device reload was broken and the sheet of the cartridge fell into patient's cavity, and was retrieved by using a grasp. No patient injury has been noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.